Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: no sample was received. Based on the verbatim reported. It seems the plunger rod- which is the stopper connection- was damaged. This could have happened during syringe assembly. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for lot # 9175990 for this type of defect or symptom.

Event description:
It was reported that prior to use it was discovered that the stopper was defective with a bd syringe 5ml saline fill. The following information was provided by the initial reporter, translated from (B)(6) to english: the nurse prepared to flush the tube when the patient was infused as prescribed by the doctor. After opening the outer packaging of the pre-filled syringe, the stopper connection was broken and unusable. Immediately replaced the new pre-filled syringe for continued to use by the patient without causing adverse consequences.